Event description:
Ous MDR - on the (B)(6) 2014 the patient arrived to the clinic after receiving 3 inappropriate shocks on the previous day due to noise on the rv lead. After interrogating the device we learned of a rise of the rv lead impedance in (B)(6) 2014 from 523 ohms to above 3000. The rest of the technical parameters were good and stable from the day of the implantation. The physician decided to perform rv lead addition as well as device replacement on the following day. We received information from the physician that the patient is lifting heavy packages on a daily basis due to his job, and that while he was lifting a heavy package (on the (B)(6) 2014) he received the 3 inappropriate shocks.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.